Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's friend reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. Customer also stated that they took the insulin shots and blood glucose came down to 132 mg/dl. Customers other blood glucose values was 123 mg/dl and 268 mg/dl. Customer stated that the insulin pump was not pumping the insulin. Customer did not allege insulin pump was under delivering the insulin also the drive support cap was normal. The insulin pump will not be returned for analysis.